Manufacturer narrative:
This is one of multiple events reported for the same pt involving two separate products and associated with the following mdrs: 1225714-2013-03415, -03416, 03417, -03418, 03419, 03420, -03421, -03422, -03423, -03424, -03425, -03426, -03427, -03428, -03429, -03430, -03431, -03432, -03433, -03434, -03435, -03436, -03437, -03438, -03439, -03440, -03441.

Event description:
The plaintiff's attorney alleged that the decedent was admitted to hospital for complaints of shortness of breath, nausea and vomiting and was reported to have co2 level of 23 on (B)(6) 2011 and subsequently expired on (B)(6) /2011, after use of the product.